Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced a recoverable fault that would not recover, an investigation was completed to determine the cause of this reported event. The universal surgical manipulator (usm) was analyzed and reported failure was confirmed. Unit came in for error 23062. Unit was tested on an in-house system and triggered error 23062. Unit was also test on the pfpt and failed c. Lissajous, direction test c., and sensors check. A golden isa board was installed with no errors. The original was installed and the errors returned. As a fix, the isa board will be replaced. The complaint regarding recoverable fault was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system experienced a recoverable fault that would not recover. The fault occurred while attempting to dock the system. Intuitive surgical inc. (Isi) technical support engineer (tse) reviewed onsite logs and found error 23062 on arm1. Tse instructed operating room (or) staff to cycle system power, emergency power off (epo) and circuit breaker down for one minute. The error returned on power up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the site disabled the arm and proceeded with the case. The case was completed robotically with 3 arms. There was no harm or injury to the patient. The procedure was a bowel procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received da vinci product to perform analysis, however, analysis is still in progress. A supplemental MDR will be submitted if any additional information is received.